Manufacturer narrative:
Investigation is ongoing in this case. Once the investigation is completed, a follow up report will be provided.

Event description:
The customer used the stereotactic body frame with the patient mounted within the frame for a 3.0t MRI scan. During this event, the customer used the elekta supplied MRI indicator on one side of the frame and also used the CT indicator on the other side (the CT indicator is not designated for use in MRI scans). During the scan process, the copper strip used as fiducials on the CT indicator had heated. This resulted in the extreme edges of the copper strips setting fire to the support material. The patient was demounted from the stereotactic body frame to avoid satiation.